Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus malaysia and it said the liquids inflow marks and corrosion were found on each board and connector of the subject device , omsc determined there was the possibility these phenomena were attributed to corrosion which might occurred because liquids entered at the time of procedures or storage. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus malaysia for evaluation. Olympus malaysia checked the subject device and duplicated the reported phenomenon. It was found the multiple printed circuit boards failure of the subject device which made no working of the front panel switches and buttons. Moreover it was found that there was no image of the subject device. Also there were failures on the power supply unit, the connector and the cable inside the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the front panel switches and buttons of the subject device did not work at the preparation for the unspecified procedure. There was no report of patient injury associated with the event.